Event description:
The report received from the affiliate indicated that the 3.0x18mm cypher select plus stent was not able to cross the mid lad in-stent restenotic (isr) lesion, and the distal stent edge was flared.

Manufacturer narrative:
Please note that this device is not distributed in the unites states, but belongs to the same class of drugs as the us distributed cypher sirolimus drug-eluting stent. Additional details have been requested regarding the reported event. The device is also available for analysis but not yet been received. Additional info received will be submitted within 30 days upon receipt.